Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hematoma, capsular contracture. Date of explantation: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old non-hispanic/latino female patient underwent a primary breast augmentation with a 300cc mentor memorygel breast implant and experienced right-sided hematoma and grade iii capsular contracture postoperatively. The diagnosis was confirmed by a healthcare professional. As a result, the patient is scheduled to undergo bilateral removal and replacement with unspecified breast implants on (B)(6) 2021.

Manufacturer narrative:
On 10-jun-2021, it was found that the investigation summary for one of the returned device was omitted. On 30-jun-2021, the investigation summary was updated. Investigation summary (update): two products (a and b) with the same lot number were received to mentor for evaluation. Mentor conducted a visual inspection of the returned devices. During visual evaluation, no apparent damage or visual anomalies were observed on both returned devices. Manufacturer's reference number: (B)(4), mentor received two intact devices with the same lot number. However, the devices were not differentiated for left and right. Multiple attempts were made to identify the complaint device. However, no response was received. As a result, both devices were analyzed as suspected medical devices.

Manufacturer narrative:
On 13-apr-2021, mentor received additional information regarding the replacement device. The replacement device is a 400cc mentor memorygel breast implant (catalog #: 3504001bc). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the suspected medical device was returned for evaluation. On (B)(6) 2021, the investigation on the suspected medical device was completed. On (B)(6) 2021, mentor received additional information regarding the patient¿s information and symptoms. The patient¿s weight is 115lb. During the consultation held on (B)(6) 2021, the patient was prescribed with singulair for the capsular contracture. At the consultation held on (B)(6) 2021, it was found that singulair was not alleviating the capsular contracture symptoms, and the patient decided to undergo the revision surgery. The patient also expressed that she wants to replace the current implants with larger size implants. Updated reason for device explant and/or reoperation: hematoma, capsular contracture, go with larger implants. Investigation summary : mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime, such as after an injury to the breast. Small hematomas may be absorbed by the body, while others may require surgery for drainage. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).